Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have had a return of pain since (B)(6) 2019. They patient stated that they did a lot of bending on (B)(6) 2019, and their lower back started to hurt. They mentioned that they tried to increase stimulation on group b and feels a heavy pain sensation. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative, who gave them 3 new programs to try. The patient stated that they don¿t know if their return of lower back pain has been resolved, as it is too early to tell. No further complications were reported or anticipated.